Manufacturer narrative:
Upon arrival device was located in biomed shop. Biomed advised that the main 'on / off' switch by the power cord was in the 'off' position. Biomed advised they turned the switch to the 'on' position. Confirmed switch was indeed in 'on' position. Observed battery charging indicator was flashing and the batteries were charging properly. Completed full pm, safety, calibration, and functionality checks. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery not charging.